Event description:
(B)(6) 2022: eus-guided drainage of the pancreatic duct for the treatment of postoperative stenosis of pancreatico-digestive anastomosis or pancreatic duct stenosis complicating chronic pancreatitis: experience at a tertiary care center. The objective of this retrospective study was to compare the outcomes of pancreatico-gastric or pancreaticoduodenal anastomosis under eus for po stenosis versus cp stenosis. This was a retrospective, single-center, consecutive case study of patients who underwent eus-guided wirsungo-gastric/bulbar anastomosis. Procedure: the procedures were performed with patients under general anesthesia in the supine position with orotracheal intubation using pentax eg38utk or 38j10ut therapeutic eus and radioscopic control. Eus-guided puncture of the wirsung duct was performed by the transgastric or transduodenal route using a 19g cook echotip ultra puncture needle. Then, pancreatography was performed after the injection of contrast agent through the needle. Through the needle, a guidewire (jagwire, 0.035¿, boston scientific®) was placed into the pancreatic duct. In cases where the guidewire went through the papilla or through a site of surgical anastomosis and in cases of pancreatico-gastric anastomosis, a ¿rendezvous¿ technique was performed. After the guidewire was in place, a gastric or duodenal pancreatico-gastric fistula was created using a 6-fr cystostome (endo-flex company, voerde, germany®), followed by dilation of the fistula with a 4-mm dilatation balloon (hurricane balloon dilation catheter, 4 mm × 4 cm, boston scientific®). A straight cotton-leung plastic stent (cook medical®), usually 7 cm/7 fr, was then placed through the guidewire [figures 2-3].then, a false rendezvous technique was performed. The stent was placed through the papilla and through the stomach with an anterograde technique using the same method we have previously described. The difference was that the stent was placed through the papilla to theoretically facilitate subsequent endoscopy, which would be performed through the papilla. In order to avoid stent migration or obstruction, patients were scheduled for the placement of a second identical stent in parallel to the first stent using a duodenoscope 1 month after this procedure (pentax scope® ed34i10t). This file captures 6 cases of late complications related to the stent: 4 cases of blocked stent in post-operative stenosis group and 2 cases of blocked stent in chronic pancreatitis stenosis group.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 19-may-2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.